Manufacturer narrative:
Batch review performed on 02 february 2026: ball heads: mectacer 01.29.208 mectacer head biolox delta dia.36 12/14-s (k112115) lot 2517546: (B)(4) items manufactured and released on 22-jul-2025. Expiration date: 2030-jul-01. No anomalies found related to the problem. To date, 93 items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact 01.32.3644hc10a face chang 10&deg; pe hc liner d 36/e (k183582) lot 2430443: (B)(4) items manufactured and released on 17-feb-2025. Expiration date: 2030-jan-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient had a hip infection and the pathogen is unknown. At about 1 month post primary the surgeon performed a washout and revised the liner and head to a same size liner and head. The surgery was completed successfully.